Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for intractable spasticity. It was reported that the hcp stated she refilled the pump last week and at that time the low reservoir alarm was occurring. The hcp updated the pump as she normally did but the patient reported the alarm continued to sound. Today when she was with the patient she heard the non-critical alarm and the home screen showed an active alarm. Technical services reviewed that with the new software along with the motor stall recovery alert a low reservoir alarm would need to be manually silenced. Technical services also reviewed how to silence the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.